Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The customer confirmed that the device was operated in the presence of radio frequencies (rf) beyond the specification of the device causing interference. The customer confirmed that the device only failed while the vehicle was running with suspect rf wiring exposed unrealized until after the event. The x series operator's guide warns about interference caused by emi, rfi, and esu and states to move the patient from any potential sources of interference. Analysis for reports of this type has not identified an increase in trend.